Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, diabetes mellitus, smoker, periodontal disease, pain, mobility ((B)(6) and (B)(6) are same patient),